Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 health effect impact code: f26 component code: g01003 d8 was this device serviced by a third party? No a review of tickets was performed for reagent lot number 19022m800. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect 19-9xr reagent lot 19022m800 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33, ca 19-9 xr. No patient information is available.

Event description:
The customer generated falsely elevated architect ca19-9 results for one patient. The following information was provided: initial result 200u/ml, repeated <2u/ml in duplicate. It is unknown if the patient has previously been diagnosed with pancreatic cancer. No impact to patient management was reported.